Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Detailed trace analysis confirmed low battery and power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph management tool due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. No unexpected power loss alarms, replace battery now alarms, or low battery alarms noted during testing. Pump received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed replace battery now alarm without prior alarms. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.